Manufacturer narrative:
(Serial #) information was not provided. Test strip lot #: not provided.

Event description:
On (B)(6) 2013, during a follow-up call on a separate issue, the patient¿s mother (reporter) alleged the onetouch verio iq meter read inaccurately high compared to another device. The complaint was classified based on information obtained by a customer service representative (csr). The patient tests six times a day, his normal blood glucose range is between 4-12mmol/l, and he manages his diabetes on a sliding scale but on average with 16 units of ¿actrapid¿ before breakfast, 15 units of novorapid before dinner and between 32 or 38 units of lantus in the evening. The reporter alleged the issue occurred on (B)(6) 2013 (after school), and prior to the alleged issue (time not specified) the reporter indicated the patient was experiencing a symptom of hypoglycemia (specified shaking); however, the reporter clarified the symptom was part of the patient¿s diabetic condition; not a result of the subject meter. On (B)(6), the patient reportedly obtained a blood glucose reading of ¿4.6mmol/l¿ with the subject meter and ¿3.2mmol/l¿ with another device performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 1.7 mmol/l. The patient reportedly consumed ¿lollies¿ as self-treatment and his symptoms abated an unspecified time later. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. The reporter refused to have the subject meter replaced. There is no evidence that the product caused or contributed to a serious injury because the patient reportedly suffered symptoms prior to the alleged product issue. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.